Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: ¿a paradox in sex-specific clinical outcomes after bioresorbable scaffold implantation: 2-year results from the aida trial¿.

Manufacturer narrative:
UDI #: the UDI # is being reported because the part and lot number were not provided. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and myocardial infarction are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event, implant date: estimated dates. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: ¿a paradox in sex-specific clinical outcomes after bioresorbable scaffold implantation: 2-year results from the aida trial¿.

Event description:
It was reported through a research article identifying that the xience xience drug eluting coronary stent may be related to the following: myocardial infarction, target lesion/vessel revascularization, and scaffold/stent thrombosis. For additional information, please see attached article ¿a paradox in sex-specific clinical outcomes after bioresorbable scaffold implantation: 2-year results from the aida trial¿.